Manufacturer narrative:
The drill was returned to the MFR and the complaint was confirmed. Internal components were evaluated and corrosion was discovered within the rotor assembly. The rotor assembly is located within the motor assembly. Corrosion within the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating. The rotor assembly and motor assembly were replaced, and add'l preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during a lumbar laminectomy, the drill unintentionally activated. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.